Manufacturer narrative:
Product event summary: rf (radio frequency) head passed functional testing. It was noted during analysis that the rubber portion of the rf head label was starting to peel away (damaged).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head was not recognizing devices. The rf head was returned for repair. No patient complications were reported as a result of this event.